Event description:
It was reported that the pump would not charge. Customer attempted to charge the pump with multiple power sources and cables with no success. There was no impact to the customer¿s blood glucose level. Customer indicated that they went rough an x-ray with the pump on a month prior to the event.

Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.